Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing, with ventricular signals appearing on the atrial channel. This resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed troubleshooting and reprogramming options, such as adjusting the atrial blanking period after ventricular pacing or altering the right atrial sensitivity. This crtd remains in service. No adverse patient effects were reported.